Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for multiple pts, involving unicel dxi 800 access immunoassay system. This is report number one of three. It is unk if the elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (b)(7) 2007. The fse performed high sensitivity (hs) system check, precision run, and quality control; all were within specification. The fse reviewed proper sample handling techniques with the customer. The fse performed repair verification per established procedures. The unit conformed to the manufacturer's specifications. The customer increased the centrifugation time and continued to experience issues with fibrin in the pt samples. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to the original MDR 2122870-2007-00153. All related medwatch reports: 2122870-2011-05816, 2122870-2011-05817.